Event description:
It was reported by the rep that when the device, with reload cartridges, was used during a laparoscopically assisted vaginal hysterectomy procedure, and incomplete staple line and malformed staples occurred. It is unknown how the case was completed. There was no consequence to patient.